Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01111.

Event description:
It was reported patient underwent right hip revision approximately 6 years post implantation due to pain and elevated metal ion levels. During the procedure, it was noted the head and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: clinical signs - codes "loss of range of motion" and "unspecified infection" were removed as they are no longer applicable to this device. Codes were initially reported when the details surrounding this event were unknown. However, further information has provided more clear details surrounding this event. Device code "degraded" was removed and replaced with "material erosion" as this is a better description of the events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) head. Visual examination of the returned product identified signs of being implanted worn / foreign material for the head. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ root cause remains unchanged. This complaint is confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed with operative notes. Revision operative notes demonstrated the patient was revised due to pain & MRI positive for alval, elevated metal ions. During the revision brownish fluid and pseudotumor present in capsule, large amount black corrosion was identified on head/neck junction. Debridement performed, head removed and replaced. Post op images performed no abnormal findings. No complications reported. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent r hip revision approximately 6 years post implantation due to pain, elevated metal ion levels, pseudotumor, and corrosion. No further event information available at the time of this report.